Manufacturer narrative:
The electrosurgical generator unit (esu) was returned and evaluated by engineering. Engineering was able to replicate the reported problem by exercising mono/bipolar cautery at all ports. Energy failed intermittently on ports 1 and 2. After checking the eas boards, it was found that eas numbers 1 and 2 were lifted up and did not make good contact as the instrument was firing. Energy activation switch (eas) 1 and 2 were reseated to correct the problem. The da vinci user manual explicitly states that environmental or equipment failures may cause the da vinci system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. As of (B)(6) 2013, there have been no reported recurrences of this issue at this hospital.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the harmonic instrument would not fire using the footrest. Per technical service engineer's (tse) instructions, the customer reseated the energy activation cable for the ethicon generator to the personality module energy device (pmed); however, there was no change. The customer did not want to troubleshoot any further at this time. The tse recommended the customer try rebooting the ethicon generator and then test the energy activation. Per site's point-of-contact during a phone follow-up, the generator reset was not performed; no spare cable for the instrument or pmed was available for testing, and only a reseat of pmed cable and instrument was done. Due to continued inability to fire the harmonic instrument, the case was then converted to traditional open surgical techniques. The pmed was later replaced by the field service engineer (fse) on site, and the energy is activating again. It was stated that a backup cable was ordered for the pmed and the instrument. There were no further issues reported.